Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer fell down and pulled the sensor out by accident. When observed, the cannula was shorter and might still be in the customer's body. The customer was advised to refer to their health care provider for an xray. No product is returning.